Manufacturer narrative:
Two vit cutters were returned in a plastic bag along with a bl5420w pack label from lot v5690. The two cutters were visually inspected. One cutter had the tip protector in place, the needle was not bent, the port window was in the opened position and the back cap was aligned correctly with the vent hole in the side of the cutter body. Dried solution was visible in the tubing. The connectors were inspected and no defects were found. A functional test was performed using a stellaris pc system. The inner needle did not reach the cutting edge and the cutter is not performing as intended. The cause of the poor cutter performance cannot be determined. In the second cutter, the tip protector was missing, the needle was not bent, the port window was in the opened position and the back cap was aligned correctly with the vent hole in the side of the cutter body. Dried solution was visible in the tubing. The connectors were inspected and no defects were found. The cutter was tested using the stellaris pc system. This cutter had good clean cuts and performed as intended.

Event description:
A report received from a healthcare professional of (B)(6) has indicated that the vitrectomy cutter didn't cut well during a procedure. The doctor replaced the vitrectomy cutter with another from the same lot and completed the procedure with no impact or injury to the patient.